Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis: evaluation of the unit showed that the shock cushion had moved forward in the handle and was impeding the handle from closing and holding properly. The 6in transitional teeth, the shock cushion and the 1/4in pin were worn and needed to be replaced. Adjustment wrench also had worn threads. General maintenance, cleaning and replacement of worn components performed. Root cause: the reported complaint was confirmed from the evaluation. The parts of the device were worn, and the shock cushion moved forward in the handle and was impeding the handle from closing and holding properly. The reported complaint is likely caused by wear and tear or improper handling. The definite root cause cannot be reliably determined. The device exceeds its expected life of 7 years and replacement is highly recommended (manufactured in 2006). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
UDI: (B)(4). Mayfield ultra base unit was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the gold handle or clamp of the mayfield ultra base unit has too much play, or movement. It is unknown if there was patient involvement, or if the device failure led to patient injury, or surgical delay.